Manufacturer narrative:
On 02aug2016 a field service engineer (fse) was dispatched to the customer site. The fse performed preventative maintenance (pm) on the instrument. This involved replacing all pm kit parts, cleaning, and lubricating all mechanical drive assemblies; verification of alignments and reagents were all found to be within specifications. The fse also ran the precision test, which was also within acceptable range the fse was unable to confirm the reported event. No further action was required by the fse. The aia-360 instrument was performing within specifications. A 13-month complaint history and service review for serial number (B)(4) was conducted and no similar events were found. No consequent failures related to the reported event were found in the complaint and service history. The aia-360 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error messages and flags, and troubleshooting pertaining to the aia-360 system. When receiving error code 3021 (leak sensor s701 activated/detected), the aia-360 service manual instructs the user to inspect the system for leaks at the inspection points, prior repairs, and the sensor (s701) itself. If the issue persists, it advises the user to contact the service department. Further, when receiving error code 2015 (bf probe purge failure), the user is advised to clean the wash probe tip or replace the same. If the issue persists, it advises the user to contact the service department. In conclusion, the reported event could not be confirmed. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2016 the customer called tosoh technical support reporting receiving 3021 leak sensor s701 detected error message on the aia-360 instrument. The customer was advised by the technical support specialist (tss) to check for leaks or crystalline material. The customer informed they had swabbed out the sub floor of the instrument, blew canned air and disconnected and attached the sensor. This per the customer may have cleaned out the crystalline material; however, the customer reported receiving 2015 bf probe purge failure error message and requested service of the analyzer. The customer was unable to run samples, which caused a delay in reporting patient samples for ctni 2 assay. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device by manufacturer: on (B)(6) 2016 a field service engineer (fse) was dispatched to the customer site. The fse performed preventative maintenance (pm) on the instrument. This involved replacing all pm kit parts, cleaning, and lubricating all mechanical drive assemblies; verification of alignments and reagents were all found to be within specifications. The fse also ran the precision test, which was also within acceptable range the fse was unable to confirm the reported event. No further action was required by the fse. The aia-360 instrument was performing within specifications. A 13-month complaint history and service review for serial number 10264407 was conducted and no similar events were found. No consequent failures related to the reported event were found in the complaint and service history. The aia-360 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error messages and flags, and troubleshooting pertaining to the aia-360 system. When receiving error code 3021 (leak sensor s701 activated/detected), the aia-360 service manual instructs the user to inspect the system for leaks at the inspection points, prior repairs, and the sensor (s701) itself. If the issue persists, it advises the user to contact the service department. Further, when receiving error code 2015 (bf probe purge failure), the user is advised to clean the wash probe tip or replace the same. If the issue persists, it advises the user to contact the service department. In conclusion, the reported event could not be confirmed. Original MDR# 3005529799-2018-01002 (supplemental to 3005529799-2018-01002) *this MDR contains the correct information as reflected in this submission; however, by mistake an MDR was submitted for a separate event with the same number 3005529799-2018-01002. New MDR number 3005529799-2018-04170 was filed for that separate event.

Event description:
On (B)(6) 2016 the customer called tosoh technical support reporting receiving 3021 leak sensor s701 detected error message on the aia-360 instrument. The customer was advised by the technical support specialist (tss) to check for leaks or crystalline material. The customer informed they had swabbed out the sub floor of the instrument, blew canned air and disconnected and attached the sensor. This per the customer may have cleaned out the crystalline material; however, the customer reported receiving 2015 bf probe purge failure error message and requested service of the analyzer. The customer was unable to run samples, which caused a delay in reporting patient samples for ctni 2 assay. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.